Manufacturer narrative:
(B)(4). Device evaluated by MFR: a deployed stent and stent delivery system were received at the cis for analysis. A break in the outer sheath was identified 205mm proximal to the tip. Additionally it was noted that the outer sheath was severely accordioned near the distal break site. This type of damage is consistent with the application of excessive force to the delivery system. No issues were identified with the profile of the stent or the inner. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the stent failed to deploy. A 10.0-24 carotid wallstent stent was advanced to the carotid artery. An attempt was made to deploy the stent however, the stent did not release after pullback. The stent was contained in the delivery sheath and was removed from the patient's body. The physician deployed the stent outside the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a shaft break.